Manufacturer narrative:
Event date is estimated. Additional components potentially involved in this event: common device name: scs lead, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: a000089316.

Event description:
It was reported that the patient experienced high impedances. Surgical intervention was undertaken and the lead was explanted and replaced. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.